Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, with the limited information provided, the cause of the mild to moderate central regurgitation and subsequent heart failure is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate through the (B)(6) tavi registry reporting system, the sapien 3 valve was deployed in a tf tavr procedure. The last follow-up visit was on postoperative day 40 and mild to moderate aortic regurgitation was noted during this examination. Approximately six (6) months later, the patient passed away due to deterioration of heart failure. Further details were unknown since the patient had been hospitalized in a local hospital near his house. Per the medical opinion, it was unknown if the event was associated with the edwards device or tavr procedure. The cause of heart failure was unknown as well.